Manufacturer narrative:
Results of investigation: the device was returned for evaluation; however, no functional or performance issues were found during investigation. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
File identification: com-(B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. Results of investigation: the device was not returned however; a not device return analysis determined that the mainboard epc has failed. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that bellavista screen froze while it was on a patient. No patient harm reported.